Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported inflation issue could not be tested due to the condition of the returned device. Only the distal portion of the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure, the graftmaster stent delivery system (sds) balloon failed to inflate. There was no reported adverse patient effect. No additional information was provided.